Manufacturer narrative:
Block b3: exact date unknown, event took place in 01/22/2021 when the explant occurred. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 16585822 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1132 serial number: (B)(6). Batch/lot number: 17388287 model/catalog description: precision spectra ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient suffers multiple sclerosis and needs regular magnetic resonance imaging (MRI). The patient spinal cord stimulation (scs) leads had migrated. The patient underwent a scs system explant procedure. No further information could be obtained.